Event description:
The account alleged when the bed is in the high position, reverse trend will not function. But it does from the low position.

Manufacturer narrative:
After the account replaced the logic and foot board, the issue remained. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.